Event description:
Dr thought he saw oil drip into the wound during a lumbar laminectomy. He immediately stopped using the motor and it was taken off the field. Patient was given a pulse lavage (3000 cc normal saline with 1 gram kepsol). No oil was observed on the post procedure test by sales representative and scrub nurse. Motor not returned for evaluation.